Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was deemed inoperable as the patient did not charge or used the device as recommended. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue